Event description:
The customer contacted spacelabs healthcare technical support to report that a xhibit central station (xcs) that was monitoring telemetry would intermittently shut down. The issue was escalated to the customer internal biomed team. The customer biomed replaced the faulty unit with a spare and sent the faulty unit in for repair. The device was received and evaluated by an equipment service technician and the reported problem was verified due to a faulty fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device.